Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges while pump was otherwise in normal use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump, confirmed warranty status and shipping details, provided instructions for placing pump into storage mode and returning problematic pump within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.